Event description:
It was reported that the fowler cannot be raised using the yellow activation handles. There was no pt involvement. No adverse consequences were reported.

Manufacturer narrative:
Gas spring trip.